Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead (ra) and right ventricular (rv) lead and exhibited noise over-sensing which resulted in pacing inhibition. Episodes of inappropriate high ventricular rates were observed due to intermittent oversensing of rv lead noise. Programming changes were made. The patient was in stable condition.